Manufacturer narrative:
The insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed button error and she was unable to clear it. Customer stated device was not exposed to moisture and was not bumped or dropped. Blood glucose value was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.